Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing drain complications and was diagnosed with an infection and constipation. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4072 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg daily, ip cefazolin 1000 mg daily and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture results returned positive on (B)(6) 2023for staphylococcus epidermidis, and the patient¿s ceftazidime and cefazolin were discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient does utilize a stay safe organizer during treatment. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient¿s constipation resolved without medical intervention. Additionally, although the timeline is unknown, the patient was started on heparin to address any fibrin build-up.